Manufacturer narrative:
This report is submitted on september 01, 2022.

Event description:
Per the clinic, the disposable battery of the sound processor was found to have allegedly leaked fluid. Replacement equipment was sent, and no reports of patient injury are associated with this event.